Event description:
This companion 2 driver was not on a patient. The customer reported that during a system check, the companion 2 driver exhibited a single compressor malfunction alarm. These alleged failure modes pose a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation . The results of the investigation will be provided in a supplemental MDR.